Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Earlier the same the day the patient had also reported receiving a shock. During an attempt to gather additional information from the s-ICD, the field experienced difficulty establishing telemetry with the s-ICD on multiple occasions. When a magnet was placed over the s-ICD, r-wave synchronized beeps were emitted. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the case and some electrical overstress damage in the header area where the antenna is connected. There was also a mark in the over-molded header above the antenna indicating a possible arc in that area. Product testing noted the device had no telemetry and no tones were emitted when a magnet was swiped across it. The device case was removed to facilitate further analysis. Internal visual inspection noted electrical overstress damage to the high voltage capacitor flex circuit. The voltage of the device battery was observed to be at 1.575 volts. The flash drive of the device was removed from the hybrid and placed on a system board. The system board was then powered up and a normal current drain was observed. A review of the device memory noted an episode was recorded with a shock impedance of one ohm. A cross-section inspection of the header found a void in the insulative material exposing three of the header wires. Analysis confirmed the allegation made against the device in the field. Based on the electrical overstress damage identified during inspection of the device exterior and interior and the low shock impedance measurement recorded during shock delivery, engineers concluded that this device experienced a short within the header that subsequently damaged both the header wires and the high voltage capacitor flex circuit.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Earlier the same the day the patient had also reported receiving a shock. During an attempt to gather additional information from the s-ICD, the field experienced difficulty establishing telemetry with the s-ICD on multiple occasions. When a magnet was placed over the s-ICD, r-wave synchronized beeps were emitted. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.